Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported there was a type 1 endoleak and type 3 endoleak from a fabric tear which was likely attributed to ballooning the ipsilateral side; however, this was not confirmed. The endoleak was discovered at the 1 month follow-up. The pt was brought back for eval with an angiogram and no fabric was found. The top of the bifurcated stent graft was ballooned with a reliant balloon which resolved the endoleak. There was a distal type 1 endoleak found on the right side due to a large iliac artery and this was resolved by implanting a 28 mm talent cuff. The endoleaks were sealed and the pt is fine. No additional clinical sequelae were reported.

Manufacturer narrative:
.